Event description:
It was reported that the ilet user, new to 23-inch inset infusion sets, deployed several infusion sets incorrectly during practice and application, risking shortage of supplies. This was characterized as improper procedure with the cannula component involved and the infusion set connector not attached correctly. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the cannula consistent with improper or incorrect application. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.